Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer, battery release, battery flex, main seal, and lead flex cover were contaminated. Analysis also found the upper case was dented, broken, and contaminated. The lower case was broken and contaminated. Battery contacts were compressed and contaminated. It is noted the bail covers, ring cover, bails, and ring were missing. (B)(4).